Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the unit was not burning at the desired temperature. During a procedure the maestro 4000 controller temperature control light did not turn on when in temperature control mode. The user noted that the unit was not burning at the desired temperature. The procedure was completed with the unit and no patient complications occurred.

Manufacturer narrative:
F10 device codes corrected. The device was returned for analysis at stellartech. There was no visual damage noted to the device during incoming service inspection at stellartech. The tamper proof seal was present but broken. The root cause of the unit temperature control light not turning on when in that mode was attributed to a defective led2 on the front panel board. Following replacement of this led, performed sub assembly bezel test with no other problem found. The device then passed all performance criteria of its final test prior to its shipment. Power output zsense test was performed as stress test. It passed the stress test. Temperature was set at 70 degrees c, then the temperature rise was confirmed on display screen while heating blazer ii electrode with a heat gun. Src investigation included post, power output and zsense test at ambient and environmental stress test, with no occurrence of the customer's reported complaint of "unit was not burning at desire temp." This possibly was related to externally connected equipment and/or test set up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the unit was not burning at the desired temperature. During a procedure the maestro 4000 controller temperature control light did not turn on when in temperature control mode. The user noted that the unit was not burning at the desired temperature. The procedure was completed with the unit and no patient complications occurred.